Manufacturer narrative:
(B)(4).

Event description:
A patient experienced seizures on (B)(6) 2010, prior to a pump refill. The patient was hospitalized. The patient's pump had been alarming for 2 days as the pump was due for a refill. The patient's therapy physician was unavailable for 2 weeks, so the patient was searching for an alternate physician that could perform a refill and/or silence the pump alarm. The patient was receiving oral baclofen. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.